Manufacturer narrative:
(B)(4). As reported, after using the mynx grip vascular closure device (vcd) 6f-7f, hemostasis was not achieved. There were no reported patient injuries. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1906004 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after using the mynx grip vascular closure device (vcd) 6f-7f hemostasis was not achieved. There were no reported patient injuries. Additional procedural details were requested but are unknown.

Manufacturer narrative:
. As reported, after using the 6/7f mynxgrip vascular closure device (vcd) hemostasis was not achieved. There were no reported patient injuries. The device will be returned for analysis. Additional procedural details were requested but are unknown. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath and shuttle tubing covering the balloon. The sealant was protruding from the shuttle tubing, exposed to blood and appeared to have swelled and the advancer tube was engaged to the proximal tamp lock. The catheter, shuttle cartridge and the procedural sheath were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. However, blood was found at the proximal end of the advancer tube which indicates there may be device deployment jam. Shuttle movement was checked and slight resistance was felt. The advancer tube was properly engaged proximal tamp lock. The condition of the received device indicates that blood was trapped inside the sheath which could resulted in deployment difficulty. A product history record (phr) review of lot f1906004 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the condition in which it was received. The condition of the device does not match the description, and the root cause of the issue experienced by the customer could not be conclusively determined. Based on the limited information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue reported since the sealant was still attached to the device. However, it is possible that the condition of the returned device was caused by premature swelling of the sealant during the deployment step. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, which increases its profile. During the deployment step, the moistened sealant can cause resistance, and prevent the shuttle from coming to a definitive stop and engaging with the proximal tamp lock. If the advancer tube is not engaged to the tamp lock, it will follow the shuttle/sheath during the sheath retraction step. However, it is unknown if the device was manipulated after the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. The IFU also informs users to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.